Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue. Error 40086 was present upon start up. Fse reviewed system logs and attempted to program system. Master supervisory controller manifest was missing and unable to program. Fse inspected j9 connector on vision system power distribution (vspd) and endoscope system controller (esc). All lights are green on vspd. Fse powered down system and reseated cables. Fse powered system on and error persisted. Fse attempted reprogramming and was unsuccessful. Fse determined missing node was pointing to the esc. Fse replaced the esc and then tested the system and verified as ready for use. The esc has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint during in-house testing. The esc was visually inspected, where no issues were found. The unit was installed onto a known good system where a 40068 error was immediately triggered. Upon reading the error logs, a 319 error was also present pointing towards the potpie_pic node. An applied behavior analysis (aba) swap was performed on the potpie where it was confirmed to be the issue. As a result of these findings, the root cause was determined to be the potpie printed circuit assembly (pca).

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system repeatedly displayed a non-recoverable fault. The staff rebooted the system three times without resolution. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified the issue as related to the endoscope controller printed circuit assembly (escp). A hard power cycle was performed, but the issue persisted. The staff decided to move the patient to another system for the case. The procedure was aborted to another da vinci with no patient involvement.